Manufacturer narrative:
The seal port accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted thoracic procedure a fragment from a seal port accessory broke off and fell inside the patient. The surgeon had noticed a black rubber piece on the patient¿s lung. The fragment was promptly removed by the surgeon using a laparoscopic grasper. The surgical staff inspected the seal ports and identified one tht had a larger opening than the rest. As a result, the surgical staff replaced the seal port accessory and completed the surgical procedure. A post-operative x-ray was performed to confirm no foreign material remained inside the patient.